Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium (na+) result for one patient on an architect c16000 analyzer. It was noted that the customer was experiencing instrument error code 7506, sample carousel temperature above maximum range. The following data was provided (customer's normal range for na+ is 137-146 mmol/l): sample ID e333047800 initial result was 113, repeat was 144, repeat on another analyzer was 145 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased sodium results on the architect c16000, serial number (B)(6). Through an extensive investigation, the fsr found fluctuating ict calibration slopes and observed a kink in the ict module waste tubing and bleached the ict module, list number 09d28-03, to resolve the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.